Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also not provided for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure blindness. Complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves. Cranial neuropathy, death, device fracture, migration or misplacement, dissection or perforation of the parent artery, headache, hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations), infection, mass effect, neurological deficits, reactions to anti-platelet/anti-coagulant agents, reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin, reddening to ulcers, cataracts, delayed neoplasia) reactions to anesthesia and related procedures, reactions to contrast agents including allergic reactions and kidney failure, rupture of the aneurysm, stenosis of stented segment, seizure, stent thrombosis, stroke or tia (transient ischemic attack), thromboembolic event, vasospasm, visual impairment. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred 27-system should only be delivered through a headway® 27 microcatheter and the fred 21-system should only be delivered through a headway® 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant.

Event description:
As reported through the fred clinical study, a retrospective post-market clinical study of the flow re-direction endoluminal device system in the treatment of intracranial aneurysms, approximately eight months post fred implantation for the treatment of aneurysm, the patient was submitted for dsa and severe stenosis was observed in the middle segment of the stent. An aneurysm was observed in the v4 segment of the patient¿s right vertebral artery, measuring approximately 7.4 mm × 4.0 mm × 3.5 mm (aneurysm width × height × neck). On (B)(6) 2024, a fred 2.50 mm × 20 mm flow diverter stent, model fred2520, was implanted. Angiography showed that the stent was well deployed and well apposed to the vessel wall, with patent blood flow within the stent. After recovery from general anesthesia, the patient returned safely to the ward. On (B)(6) 2024, the patient was admitted for follow-up examination. Dsa showed that the stent in the v4 segment of the right vertebral artery was in place, with severe stenosis in the middle segment of the stent and the most severe stenosis estimated at approximately 90%. On (B)(6) 2024, right vertebral artery balloon angioplasty was performed. A loach guidewire together with a vtk catheter was used to position the tip of an 8f 90 cm xinwei long sheath at the ostium of the right subclavian vertebral artery. The loach guidewire and vtk catheter were then removed. The loach guidewire, together with a jiaqi 5f-115 cm intermediate catheter, was advanced to the distal v3 segment of the vertebral artery. Under roadmap guidance, a beidou 200 cm micro-guidewire with a microcatheter was slowly passed through the stenotic segment; advancement beyond the stenotic segment was obstructed. The system was replaced with a trecsess micro-guidewire and an sl-10 microcatheter. After removal of the microcatheter, a 2.0 × 10 mm baoyu balloon was advanced along the micro-guidewire into the stenotic segment. The balloon was carefully inflated from the distal to proximal end of the stent in an overlapping manner. After dilation, the stenosis improved compared with before. The balloon was removed. After CT excluded hemorrhage, 6 ml of tirofiban was administered slowly by intravenous injection. No obvious abnormal blood flow was observed after half an hour of monitoring. Immediate postoperative dyna CT showed no abnormal intracranial high-density shadow. Symptomatic treatment was provided postoperatively, and the patient recovered well and was discharged on (B)(6) 2024. On (B)(6) 2025, the patient reported dizziness for 10 hours, accompanied by weakness of both lower limbs, nausea and vomiting, and generalized sweating. The patient was conscious, with fair mental status, fair diet and sleep, and normal urination and defecation. The patient visited a local hospital, where CT showed no abnormality and old cerebral infarction was noted. Symptomatic treatment was provided (details unknown), with fair effect. For further treatment, the patient visited (B)(6) hospital. After admission, MRI was completed and symptomatic treatment was provided. The patient was discharged on the same day of admission.